Manufacturer narrative:
(B)(4). Date sent: 01/27/2017. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition with the staple retainer present the device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what part of the bowel was anastomosis done: this device is only used in one place. What were the indications for surgery: unknown. Were the forces to fire higher or lower than expected: unknown. Who fired the device and what is his/her experience: the surgeon ¿ experienced user. Did the healthcare professional receive audible & tactile feedback when firing the device: unknown. Where in the green range was the indicator located prior to firing: unknown. When was the safety released: unknown. What is meant by ¿device failed¿: staple line was not complete. Were there any staple formation issues noted: unknown. Was a leak test performed: yes ¿ leak test failed. Were the donuts inspected: if so, please describe. Always ¿ it is the indicator that the staple line is complete. Was the washer inspected: if so, please describe. Unknown. Is the ostomy temporary; will it be reversed: temporary and yes. What is the current patient status: unknown. Was the product involved in a clinical trial: no. Was the device involved in this event reprocessed and used on the patient: no ¿ it was single use. What is the name of the procedure: left hemicolectomy. What was the condition of the patient following the procedure ¿ stable, discharged, critical ¿ please explain. Would have to speak to surgeon, unknown at this time. Non-identifying patient information: age, weight, pre-existing medical conditions. Will not be provides as per privacy policy. Was the surgeon an experienced user of this device: yes.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a bowel anastomosis procedure, the surgeon attempted to use the device and it failed resulting in leaks in the integrity of the bowel lumen. The patient was given a temporary ostomy (not intended for this surgery), that may require a reversal at a later date. No further information is known at this time.